Event description:
Report received of a tubing separation at the lower y-site arm. The patient was in recovery room after an unknown ent procedure. The patient was held by the nurse, and when the patient was transferred to the parent, it was noted that the tubing had separated. The estimated blood loss was 100cc. No transfusion was given, no lab work was ordered. The patient was asymptomatic, and there was no reported sequelae. The reporter stated the patient was monitored in recovery room for "a short while" longer, and discharged that same day.